Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the middle cerebral artery stenosis treatment, the subject balloon catheter was used to dilate the artery. The physician experienced difficulty in removing the air from the subject balloon catheter. 1:1 ratio of contrast medium used to inflate the subject balloon. While inflating the subject balloon inside the patient anatomy to the nominal pressure, the subject balloon inflation was not possible to confirm under the fluoroscopy. The physician was able to visualize the radiopaque marker under the fluoroscopy. The subject balloon was deflated and removed from the patient's anatomy without any problem. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the middle cerebral artery stenosis treatment, the subject balloon catheter was used to dilate the artery. The physician experienced difficulty in removing the air from the subject balloon catheter. 1:1 ratio of contrast medium used to inflate the subject balloon. While inflating the subject balloon inside the patient anatomy to the nominal pressure, the subject balloon inflation was not possible to confirm under the fluoroscopy. The physician was able to visualize the radiopaque marker under the fluoroscopy. The subject balloon was deflated and removed from the patient's anatomy without any problem. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the middle cerebral artery stenosis treatment, the subject balloon catheter was used to dilate the artery. The physician experienced difficulty in removing the air from the subject balloon catheter. 1:1 ratio of contrast medium used to inflate the subject balloon. While inflating the subject balloon inside the patient anatomy to the nominal pressure, the subject balloon inflation was not possible to confirm under the fluoroscopy. The physician was able to visualize the radiopaque marker under the fluoroscopy. The subject balloon was deflated and removed from the patient's anatomy without any problem. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record (DHR) confirms that the device met all material, assembly and performance specifications no visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The balloon was successfully inflated/deflated during preparation and there was no leakage noted during preparation. The balloon catheter radiopaque marker band was visible under fluoroscopy. However, it was reported that having inserted the device inside the patient 'when the pressure was increased to 6 bar, the use of the gateway was discontinued because it was not possible to confirm whether it was dilated during fluoroscopy'. The balloon was successfully deflated inside the patient anatomy (normal contraction) and was removed without any issue. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.